Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair from the customer. To date no further details have been provided. The service history record was reviewed and no repair information was found.

Event description:
The customer reported that the ventilator will not turn on. The customer reported there wasn't any patient involvement.

Manufacturer narrative:
Contact information: (B)(4), a follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not turn on. The customer reported there wasn't any patient involvement.